Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose values were 376 mg/dl, 54 mg/dl, 407 mg/dl. Based on customer report customer did not allege the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. The customer treated for high blood glucose with bolus and low with apple juice and breakfast. The customer was reported that the insulin pump had insulin flow blocked. The customer was wearing the insulin pump when high blood glucose event was reported. The insulin pump will not be returned for analysis.